Event description:
Customer reported a cartridge change error with their pump, which caused their blood glucose level to exceed 500 mg/dl, displaying as "high." The customer attempted a correction bolus using the pump but encountered further issues and was unable to change the cartridge. Reportedly, customer reverted to manual injections for insulin therapy.